Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient report that loss of therapeutic benefit. The patient stated that he has device implanted to help with bladder symptoms and it was helping tremendously but all of a sudden it stopped working and he stopped feeling stim. The patient stated he has tried increasing stim (even to a setting that was high and uncomfortable) and still it wasn't helping. The patient was not feeling stimulation while therapy was on. There was no fall/trauma reported regarding this event. Patient services assisted patient in making adjustment from p4-4.1v to p1-7.1v (where he felt stim strong but comfortable).the patient stated he was usually at 3 or 4 and not in the 7s. The patient stated on p2-3.2v he feels it strong but comfortable. The patient indicated feeling stimulation in the correct location. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.